Event description:
It was reported that the quick stop on the 9900 system activated on its own during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gib board, generator driver, filament driver, and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended and placed back into service.